Event description:
Revision surgery - pt has had a recent amount of multiple infections and requires a staged procedure to eliminate the infection. The tsa was removed and a hemi-spacer was implanted until the infection clears.